Event description:
On (B)(6) 2022, fujifilm healthcare americas corporation became aware of an event involving fdr go plus. It was reported that the subject device malfunctioned while performing an abdominal x-ray exam on a trauma patient, and the unit did not take the exposure. The patient died before the staff was able to take an exposure using a secondary machine.